Manufacturer narrative:
Date sent to the FDA: 10/04/2020 batch manufacturing records was reviewed for any process deviation, but no deviation was observed. One non-conformance was raised during manufacturing which was related to the complaint voc but batch was released after completing all the necessary checks and actions. Additional h-3 summary: below is the detailed analysis of retain sample against mentioned performance - breakage suture. One photograph of used suture strand along with zipper tray was provided where dyed violet suture needle can be seen however product identification or code, product family was missing. Five retain samples were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. From the batch record review, it is evident that there was no issue related to the suture quality and processing of this incident lot. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. No other event was reported for same description from other parts of country. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)4). A manufacturing record evaluation was performed for the finished device batch number nw1737/t9001, and no non-conformances were identified. Additional information was requested and the following information was obtained: could you please confirm if the suture break of if the suture was pull off due to in photo attached it seems that the device suffer pull off? As per sales rep's discussion with surgeon suture broke during knotting. What is the event day and procedure date? Procedure date: (B)(6) 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cancer procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4), date sent to the FDA: 4/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. H6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: complaint sample: one zipper tray along with suture pieces and needle was received for investigation for code nw1737 lot t9001. Complaint sample foil as well as zipper lid was not received for investigation. However, in absence of complaint sample foil and zipper lid what contributed in loss of tensile strength can not be concluded. Received suture pieces were visually inspected under magnification and found to be partial to complete disintegrated condition. Received needle was physically inspected and found satisfactory. Five retain samples were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. From the batch record review, it is evident that there was no issue related to the suture quality and processing of this incident lot. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. No other event was reported for same description from other parts of country, (B)(4). Date sent to the FDA: 4/13/2021. Corrected information: d3.